Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. Cultures were taken and the cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced with a leadless implantable pulse generator (ipg). The right atrial (ra) lead and right ventricular (rv) lead were partially removed and the lv lead was capped. No further patient complications have been reported as a result of this event.